Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the battery two times and she has a blank display anomaly on the insulin pump. Customer's blood glucose was 283 mg/dl at the time of the incident. Customer treated by restarting the pump with a new battery and bolusing with the pump. Customer declined troubleshooting for the high blood glucose. Customer does not have a new battery to test with the pump. Customer was advised that a replacement battery cap will be sent.